Event description:
Customer called stating that her blood sugar was a bit high and she wasn't sure if the pod was working correctly. Her levels are as follows: 9pm - 96, 10am - 226 6.85u, 4pm - 396 6.0u, 6pm - hi 5.0u, 7pm - hi 5.0u. Changed pod. No other issues or specific issues were reported at the time of the call. The device is being returned for eval.

Manufacturer narrative:
The pod was received with the cannula bent at the mid-point and a note from the customer stuck to the adhesive pad stating "bent cannula tube 2 hrs wear." The tip of the cannula was not folded-in on itself. No other damage was noted. The pod was examined visually for any defects or abnormalities that may have caused a failure of the device. None were noted. The results of the evaluation were inconclusive. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.